Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade IV.

Event description:
Patient reported "implant exchange with no complaint against the device." Healthcare professional later reported "rupture/deflation and capsular contracture, baker grade IV." Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed more than three openings assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process as per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, e2, e3, h3, h6.

Event description:
Patient reported right side "implant exchange with no complaint against the device." Healthcare professional later reported "deflation and capsular contracture baker grade IV." The device has been explanted and replaced.